Event description:
Clinic employees daughter inadvertently rested her foot on motor control causing table to lower pinning (and breaking) bone in her leg. The injury not occur during use. Injury was due to non-clinical personnel accidentally activating the device.